Manufacturer narrative:
No. 123390488 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for evaluation, however a device history review will be performed.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that the tubing leaked. It was unknown if there was patient involvement; harm was not reported as a consequence of this event.